Event description:
The surgeon attempted to insert a toric silicone lens model aa4203tl. The lens tore prior to insertion and the lens was damaged by the injector. The lens was not inserted and there was no pt injury. The cartridge tip touched the pt's eye.